Manufacturer narrative:
The company rep examined the system and was unable to replicate the customer reported issue. The system was then tested and met all product specifications. No parts were replaced, no samples were returned for eval, and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. (B)(4).

Event description:
A nurse reported that there was vacuum during a vitrectomy procedure. An alternate system was used to complete the case w/o a delay. There was no harm to the pt.